Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for follow-up. The physician noted a large hematoma at the implant site as well as drainage from incision . On (B)(6) 2016 the physician elected to explant and replace the device. The physician's opinion was that the hematoma was due anticoagulation therapy and not procedure or product related.